Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Legal document further alleges the presence of a loose acetabular cup during the revision procedure. Additional information received from patient's medical records indicated the left hip revision procedure on (B)(6) 2011 was due to subsidence of the femoral component and a loose acetabular component. The patient's operative report noted the acetabular component was retroverted.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lots released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the reason for the revision is unknown. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." And "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 MDR's filed for the same event (reference 1825034-2014-02460/-02461/-02462).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2007. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is based on allegations set forth in patient&#38112;complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2011 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels, dysfunction, loss of range of motion and lack of mobility. Legal document further alleges the presence of a loose acetabular cup during the revision procedure.